Event description:
It was reported that the pulse generator exhibited patient notifier anomaly. The patient presented to the emergency room. The device image displayed no alerts had been triggered. The patient would be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.